Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry after car accident (trauma). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year old caucasian female patient underwent breast prosthesis implantation surgery with two 450cc mentor memorygel breast implants. Post-operatively, the patient suffered a possible trauma during a car accident. The patient thought the seatbelt pushed the left breast down and the right breast also had a capsular contracture (baker grade IV). As a result, the patient has been scheduled for bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On september 27, 2022, mentor received additional information indicating that the patient has also been diagnosed with breast implant rupture. It was not specified if it was a bilateral rupture, so for now both implants will be reported ruptured, and a supplemental report will be submitted when clarifying information becomes available. Reason for device explant and/or reoperation: material rupture.